Event description:
A nurse reported that one day following intraocular lens (iol) implant surgery, a pt reported not being able to see. Upon examination, the surgeon noted the capsule had broke and the lens was dislocated. The lens was exchanged with a different model. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The product was returned for analysis, and was shown to have signs of handling. Both haptics were bent-gusset and distal area and have chipped/nicked areas. The optic had scratches and several small cracked areas. While we are unable to determine the origin of the damage, our observation reasonable suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other reported complaints in this lot number. Additional information was requested 05/19/2007 and 05/31/2007 by phone, fax and mail. A completed questionnaire has not been returned.